Event description:
Revision surgery - due to lateral wear on the 2x9 tibial insert. The pt was 42 when the surgery was done.

Event description:
Revision surgery - poly exchange was performed to correct instability due to lateral wear on the 2x9 tibial insert. The patient was (B)(6) when the surgery was perfomed.

Manufacturer narrative:
The reason for this revision surgery was to remedy instability after 12.5 years of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the first complaint for this part number. The root cause for the instability was most likely due to wear; the cause of the wear was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.